Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following study investigated the outcomes of the patients who underwent peroral endoscopic myotomy (poem) for achalasia. Complications that occurred during the surgery included subcutaneous emphysema, mucosal injury, and pneumothorax. The two patients with mucosal injury, one was found to have mucosal injury before surgery, and esophageal stent was applied in both patients. As for those with subcutaneous emphysema and pneumothorax, their symptoms were mild and no specific interventions were necessary. No mucosal perforation or delayed bleeding was observed in any of the patients during the esophagogastroduodenoscopy (egd), which was performed 5 days after surgery. Three months after peroral endoscopic myotomy (poem), five patients reported heartburn and regurgitation.